Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with damage/moisture) issue. Reportedly, the pump was experiencing a short battery life issue with multiple batteries, the battery compartment was damaged, and there was moisture/corrosion in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 09/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/31/2016 with the following findings: a review of the black box showed evidence of unexplained reboots, battery alarms following reboots, and short battery life with voltage drops beginning on (B)(4) 2016. A ¿replace battery¿ alarm was also observed in the black box on (B)(4) 2016. The battery compartment was cracked in two places and the battery compartment threads were stripped; the returned battery cap was unable to fully tighten. There was evidence of moisture contamination found inside the battery compartment. Leak testing revealed a leak at the battery compartment. The pump powered on intermittently with both the returned battery cap and a test battery cap. Current draws were found to be within specifications. During investigation a fully charged battery was inserted and the pump alarmed ¿los battery¿ warning due to damage and moisture contamination. The pump casing was removed and no further moisture was found. Unrelated to the original complaint, investigation revealed that the display was dim and discolored.